Manufacturer narrative:
(B)(4). The reported complaint was reviewed; however, a comprehensive investigation could not be performed because no sample was returned for analysis. A device history record review was performed on the introducer needle and hub with no relevant findings. The potential cause could not be determined based upon the information provided and without a sample. No further actions will be taken. Correction: the initial report indicated that the device is not labeled for single use, when in fact it is. This has been updated on this follow-up report.

Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that in the operating room, the user was not able to insert the guide wire into the introducer needle. As a result, a new guide wire was used to successfully complete the procedure. The user also noted a kink approximately 1 cm from the tip of the guide wire. There was no reported delay, death, or complications to the patient as a result of this occurrence.